Event description:
There was an incident in which the administration set of a pt's pain control medication was inadvertently reversed when connected to the pt's epidural access. The pts' wife had set up the epidural infusion and approximately one hour later, when the pt was no longer receiving any pain relief it was discovered that the ends of the set were switched and the pt did not receive the approximate 3.4ml which should have been delivered.